Event description:
Caller reported damage to the pump housing and usb, specifically at the usb port and pins, impacting the ability to charge the pump. There was no reported adverse impact on the customer's blood glucose level. The customer plans to use multiple daily injections as backup therapy.